Manufacturer narrative:
One patient sample was returned for investigation. The elecsys result was verified and was most likely a falsely positive. An interfering agent of unspecific nature might be present. However, further clarification was not possible with the remaining sample volume.

Event description:
The customer alleged obtaining an erroneous troponin I stat (tni) result on one patient sample when testing was performed on the cobas e601 analyzer. The initial tni result was 22.66 ng/ml, which was reported outside the laboratory. The customer stated the patient was admitted to the hospital and started on medication based on this result. Refer to the attachment to this report for a list of medications used to treat the event. The sample was repeated on an abbott I-stat analyzer, located in the ER, with a tni of < 0.04 ng/ml. The customer considered this result to be correct. The customer stated the original result became suspect when the patient was found to have a normal "eeg". A second patient sample was obtained on (B)(6) 2010 with a tni of 23.83 ng/ml on the e601. No repeat test was performed. Two additional samples were obtained from the patient on (B)(6) 2010. The tni results from the e601 for these samples were 20.52 ng/ml and 19.21 ng/ml. No repeat tests were performed. The customer stated the patient was not impacted by the medication given as a result of the erroneous result and that the patient was discharged. The tni lot number was 15779102. The field service representative determined the event may have been caused by sample interference. He checked tni calibration and quality controls for the past week, which were normal. He ran quality controls and repeated the original sample, obtaining a tni of 23.83 ng/ml. He also ran a "known normal" patient sample and obtained a tni of 0.300 ng/ml. Quality controls were then successfully run by the customer.